Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined. The reported event of a pairing failure is reportable based on the finding of the signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information h2 type of follow up: additional information/ device evaluation h3a: device evaluated by mfg- additional information h3b: evaluation included - additional information h6: additional information.

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined. The reported event of a pairing failure is reportable based on the finding of the signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).